Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found normal battery depletion.

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. The pulse generator exhibited backup vvi operation and the device could not be restored to normal device settings. The device was explanted and replaced.